Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effect of foreign body in patient is listed in the whisper extra support instructions for use as known patient effects of the coronary stenting procedures. The investigation determined the reported difficulties and treatment to be related to the patient anatomical conditions. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the patient underwent a stenting procedure to treat bifurcation lesions in the critically stenotic ramus intermedius and circumflex artery with completely occluded obtuse marginal branch. A non-abbott guide wire was advanced into the obtuse marginal branch and the hi-torque whisper guide wire was advanced into the circumflex and ramus arteries. A 2.0 x 12 mm nc trek dilatation catheter was advanced and pre-dilatation of both lesions was performed. Two 2.25 x 15 mm xience alpine stents were deployed at each lesion using a kissing balloon technique. It was then noted that the whisper guide wire had gone into a small branch of the ramus and prolapsed on itself. The guide wire separated, remaining in the vessel. No attempt was made to retrieve the separated tip, as there was adequate flow and the tip remains in the patient anatomy. No dye extravasation or pericardial effusion was noted; additionally, no thrombosis was noted. The patient was transferred to the critical care unit for further monitoring and will be continued on aspiring and plavix. No additional information was provided.